Manufacturer narrative:
Patient¿s weight is unknown. Date of event: unknown. Additional device product codes: mni, kwp, kwq, nkb. Initially implanted in (B)(6) of 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a universal spine system (uss) revision on (B)(6) 2018 due to one (1) broken rod and two (2) loose screws. The patient reported that she felt a pop in her lower back in (B)(6). On imaging, the surgeon saw that the patient had broken the right rod just below the s1 screw (broken between s1 and iliac screw). During the revision, the surgeon removed the nuts and collars from the right l5 screw and the right iliac screw. He then replaced the right iliac screw and the right l5 screw. He said that the screws were slightly loose in the bone. He replaced them with new uss screws that were 1mm larger in diameter. He then cut a new rod and placed an expedium universal connector on the cranial part of the new rod. He then turned the new l5 screw so the side opening faced lateral. He connected the new rod to the existing right rod using the expedium connector between the l2 and l3 screw heads. He then connected the l5 and iliac screws to the new rod. The old right rod ran from t4-s1. The new right rod ran along side the old rod. The patient was initially implanted with the uss hardware from t4-ilium in (B)(6) of 2017. No reported delay and no patient consequence. Concomitant devices reported: titanium (ti) nut 11mm width across flats (part # 498.003, lot # unknown, quantity # 2), 6.0mm titanium (ti) collar (part # 498.010, lot # unknown, quantity # 2). This report is for one (1) 8.0mm ti side-opening iliac screw 100mm. This is report 2 of 3 for complaint (B)(4).